Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, r wave amplitude variation was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed a small dislodgement. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.